Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery, an ophthalmic handpiece that had been successfully primed and tuned displayed an advisory code indicating a loose phacoemulsification tip, despite the tip being securely tightened. Subsequently, the handpiece failed to deliver effective phacoemulsification power and generated abnormal heat. The procedure type was unknown. The surgery was completed by replacing the handpiece with another one. There was no patient impact. Additional information was requested and non-received till date. This report pertains to phacoemulsification tip.